Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube'), uterine perforation ('perforation: uterus') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and gallbladder disorder ("gall bladder issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, fatigue, alopecia, migraine, weight increased and gallbladder disorder outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia and dermatitis allergic had resolved. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, genital haemorrhage, migraine, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, fallopian tube perforation, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- case becomes incident. Event injury was removed. New events perforation: fallopian tube, uterus, bleeding, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), rash/skin condition, fatigue, hair loss, migraine, weight gain and gall bladder issues were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.